Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 19 months of support, the patient was readmitted for hemolysis. No further information was provided.

Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding this event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.